Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Following liver perfusion therapy postoperatively, leakage was detected at the heparin cap connection during chemotherapy administration via microcatheter. Examination revealed a ruptured heparin cap. To ensure treatment continuity, the infusion connector was immediately replaced to substitute for the heparin cap.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 4080233. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.